Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had rising impedances. Impedances are greater than 2500 ohms with episodes of noise. It is believed that there will be a lead revision.